Event description:
It was reported that the endo gia roticulator loading unit misfired resulting in a right renal artery laceration which required repair.

Manufacturer narrative:
Ascent healthcare solutions resterilizes this model of gia roticulator loading unit through our open/unused process. However, the device was not returned to ascent for evaluation, therefore a root cause could not be determined. A review of the design history record showed the device passed all inspection criteria prior to release from ascent. A review of the procedures related to open/unused device inspection was performed and the procedures are appropriate.